Event description:
It was reported that on the remote transmission it was observed that there was t-wave oversensing (twos) following ventricular paced events. No clinically significant oversensing has resulted, and all other lead parameters are normal and stable. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drm implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012. (B)(4).